Event description:
The customer reported via phone call that she put the sensor in yesterday and then it said her blood glucose was 49 mg/dl. Customer received a sensor error and then a lost sensor. Customer wanted to stop troubleshooting because she knew what caused the difference in readings. Customer stated that she thinks it was because she was lying on the sensor while sleeping. Customer was also using an expired sensor. Customer was advised that the expired sensor is more likely the cause of her issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.